Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. A review of all batch record documents was conducted with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a leak was observed from the end of a 12 foot extension set during priming on the homechoice machine, before the patient connected. The caller stated that no damage, kinks, nor connection issues were noted that could have contributed to the event. The caller also stated that no damaged was observed on the over pouch nor the shipping container of the device. The caller stated they started over the patient's therapy with new supplies upon noticing the leak. No patient injury or medical intervention was associated with this event. No additional information is available. This is report 1 of 3.